Event description:
A peritoneal dialysis pt's wife called fresenius tech support stating that the solution has been leaking out of the cycler for the past couple of nights. She stated the pt is able to complete treatments and the cycler is not getting wet. She does not know where the leak is coming from but it is forming a puddle under the cycler on the floor. She tried using different tubing sets from different boxes but nothing is working. The pt's wife also stated the pt has peritonitis. The pt is going to do alternate treatments tonight. The cycler will be replaced.

Manufacturer narrative:
An investigation was performed for this device. A visual inspection showed no exterior discrepancies. A simulated treatment was performed and concluded with no issues and no alarms. All functional tests passed. The reported symptoms were not confirmed. A review was performed for the device history records. There were no unexplained variances, adjustments or comments noted in the device records. A review of the complaint tracking system listed no other complaints for the reported symptoms for this device. A review was performed by the post market clinical dept. Per the pharmacovigilance physician, the event of peritonitis is unlikely related to the liberty cycler machine, peritonitis in a pt undergoing peritoneal dialysis is most often due to contamination with pathogenic skin bacteria resulting from touch contamination. The pt was treated for peritonitis, however, the medical records were not available for review. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 03/21/2011 to 03/11/2013.